Event description:
The clinician reports the implant was inserted 2021-08-19 in ada 28. On 2022-04-29, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.